Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and state the following: "direction for use: method of use: dispense after single use and do not reuse since the device is a disposable product intended only for single use. Precaution of use: inserting the ureteral catheter, especially without the stabilizing support of a guidewire, be aware that ta malfunction may occur where the flexible tip may detach if excessive force is made in contact with the walls of the bladder, ureter or renal pelvis. Should the flexible tip portion of the catheter become detached, consider retrieval with an endourology grasping device do not withdraw ureteral catheter while it is deflected in endoscopy. It is possible that the catheter may dissected or fracture. Avoid sharp bending. Do not over-tighten the catheter adapter. Over-tightening the catheter adapter may occlude the lumen of the catheter." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that when the sensor guidewire of the boston co. Was inserted into the inter lumen of this product, there was resistance felt. Then, when another product was used, there was no problem found.

Event description:
It was reported that when the sensor guidewire of the boston co. Was inserted into the inter lumen of this product, there was resistance felt. Then, when another product was used, there was no problem found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.